Event description:
Filter placed in ventilator circuit. Respiratory therapist could hear air escaping from the ventilator tubing. The filter had fallen apart. The glue holding filter together appeared to have melted, thus disconnecting pt from ventilator. Ventilator alarm sounded immediately, and no harm to pt.